Event description:
On (B)(6) 2022 an amazon customer commented that the product was expired and false negative. A consumer said that the expired tests arrived, government extended the exp dates for their own convenience. The user tested every day for 8 days and was negative every time even on day 1 and 2 of getting covid symptoms. The user finally tested positive in day 3. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporter's consent.